Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. No power source alert was present in the pump history when the issue began. Caller attempted troubleshooting by leaving the wall adapter plugged in, but it did not resolve the issue. Ultimately, the issue was resolved by using a different wall adapter, and the pump began charging again. No adverse impact was reported on the customer's blood glucose level, and the battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on. Further assistance was not required after the pump started charging.